Manufacturer narrative:
Review of the DHR for the associated product found no issues during mfg that could have contributed to the event. Review of the surgical technique for the product family identified insufficient instructions related to the use of this particular instrument; subsequently, the surgical technique guide will be updated to enhance these instructions.

Event description:
Following insertion of the rod during a posterior lumbar fusion procedure, the surgeon experienced a 15-20 minute delay while attempting to disengage the inserter. There was no harm to the pt, and a positive clinical outcome was achieved.